Event description:
An order was placed within the hospital for a tracheostomy tube size 5. A shiley size 4 trach was ordered based on the manufacturer's guidelines that a smiths medical size 5 is the same as a covidien shiley size 4. So, when you go to give the clinician a size 5 trach, you have to get a covidien shiley size 4. So the size 5 trach for covidien shiley will have a 4 on the box since the sizes are not equivalent. It is very confusing for the doctors and respiratory therapists since the sizes are not comparable amongst different vendors. It is a process that is set up for confusion and error.======================health professional's impression======================the labeling and packaging for the sizes is not consistent amongst smiths medical and covidien shiley for tracheostomy tubes.